Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. It was reported that the customer received a blood glucose result over 500 mg/dl and was admitted into the hospital. The hospital treated the customer for hyperglycemia, however the type of treatment provided was unknown. The customer reported that they will remain hospitalized for at least another 24 hours.